Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. It was determined that the root cause for the alarms was the pin dimensions being out of specification; which has been proven to be a cause of false upstream occlusion alarms. The failed upstream sensor was replaced.